Event description:
It was reported that the user awoke to find the cartridge had fallen out of the ilet and then reinserted the cartridge while still connected to the body, after which the agent instructed the user to disconnect from the body and reinsert the cartridge properly; the user also reported reusing connectors during supply changes and was counseled to use new supplies, with a reported blood glucose of 205 mg/dl and no alerts or alarms. Customer care provided support that included remote troubleshooting and user instruction on correct cartridge insertion and single-use supplies. Investigation of this case revealed user handling and reuse of disposable components, which are inconsistent with instructions for use and likely contributed to the cartridge detachment and improper reinsertion. No clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user error related to improper setup and reuse of disposables.